Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. The device was retained by the hospital and was not returned for evaluation. The reported alarms could not be confirmed as no log file was submitted for evaluation. Thrombus and infection are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 7 months. (B)(4). The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had a past medical history of congestive heart failure secondary to ischemic cardiomyopathy (icm). The course of lvad therapy was complicated by a chronic driveline infection with staphylococcus epidermidis, proteus and pseudomonas bacteremia. The patient presented on (B)(6) 2017 with shortness of breath with minimal activity over the past 1.5 weeks. In addition, the patient also reported experiencing intermittent chest tightness and discomfort over the left side of the chest, and paroxysmal nocturnal dyspnea with postnasal drip (pnd) and orthopnea. The patient had gained approximately 5 lbs. And reported abdominal distention and discomfort and increased lower extremity swelling. The patient had also been feeling lightheaded consistently. Pump parameters remained stable. Urine was slightly darker than usual and had no improvement lasix. The spouse noticed that the patient seemed confused the previous day and was talking nonsensically for a short period of time. Given worsening shortness of breath, the patient went to the emergency department for further work-up and was transferred to the implanting center for further management. The patient complained of burning pain at the driveline site. After admission, frequent low flow alarms combined with rising lactate dehydrogenase gave way to concerns of pump thrombosis and the patient was taken to the operating room for an lvad exchange. The chronically infected driveline was removed and a wound vac was applied to the site. No additional information was provided.